Manufacturer narrative:
An event of leaflet dysfunction near the commissure was reported. All three leaflets contained tears. Leaflets 1 and 2 were folded. X-ray inspection of the returned valve demonstrated deformation of all three stent posts which appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was also evidence of all three stent post being outwardly bent in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. It is unknown whether the stent deformation occurred before or after the valve explant. The cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. On (B)(6) 2019 the valve was explanted due to a tear near the cusp. The valve was exchanged for a 21mm medtronic avalus valve. The patient was reported to in stable condition.